Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034019) on 07-apr-2014. The most recent information was received on 15-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma since 1978, blood pressure high since 2012, eczema herpeticum, eczema, hypertension, smear cervix abnormal, lactose intolerance, lumbago, thyroid nodule, weight increased and flu vaccination. Concomitant products included amlodipine besilate (norvasc) since 2010, fluticasone propionate (flonase) since october 2014, levothyroxine sodium (synthroid) since october 2013, montelukast sodium (singulair) since 2015 and salbutamol (albuterol) since 2008. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy caused by coils/rash due to nickel/nickel allergy"), headache ("headaches") and migraine ("migraines"). On (B)(6) 2013, the patient experienced rash ("rashes or skin condition"), 10 months 7 days after insertion of essure. In 2014, the patient experienced vaginal discharge ("random discharge/vaginal discharge") and vaginal infection ("frequent vaginal infection/vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("mild to very uncomfortable cramps with or without menstrual cycle"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), feeling abnormal ("brain fog"), back pain ("lower back pain") and dermatitis contact ("rash/rash due to nickel"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, alopecia, feeling abnormal, back pain, headache, migraine and rash outcome was unknown and the vaginal discharge, vaginal infection and dermatitis contact had resolved. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered abdominal pain, alopecia, back pain, dermatitis contact, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain, rash, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted regarding esssure removal-in previous follow up its taken that essure was removed however now it says she is not currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, contact dermatitis, most recent follow-up information incorporated above includes: on 15-jan-2019: new pfs received. New event added- rashes or skin condition. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma since 1978 and blood pressure high since 2012. Concomitant products included amlodipine (norvasc) since 2010, fluticasone propionate (flonase) since (B)(6) 2014, levothyroxine sodium (synthroid) since (B)(6) 2013, montelukast (singulair) since 2015 and salbutamol (albuterol) since 2008. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy caused by coils"). In 2014, the patient experienced vaginal discharge ("random discharge"), vaginal infection ("frequent vaginal infection"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("mild to very uncomfortable cramps with or without menstrual cycle"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), feeling abnormal ("brain fog"), back pain ("lower back pain") and rash ("rash"). The patient was treated with surgery (device removal procedure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, alopecia, feeling abnormal, back pain, headache and migraine outcome was unknown and the vaginal discharge, vaginal infection and rash had resolved. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain, rash, vaginal discharge and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 24-jun-2018: plaintiff fact sheet received: patient demographic, concomitant medication and events (rash, migraines / headaches) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("mild to very uncomfortable cramps with or without menstrual cycle"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), feeling abnormal ("brain fog"), back pain ("lower back pain") and vaginal infection ("frequent vaginal infection"). On an unknown date, the patient experienced vaginal discharge ("random discharge") and allergy to metals ("nickel allergy caused by coils"). The patient was treated with surgery (device removal procedure ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, feeling abnormal, back pain and vaginal infection outcome was unknown and the vaginal discharge and allergy to metals outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter provided no causality assessment for allergy to metals with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up from summons received: the essure insertion date was updated to (B)(6) 2013. New events were also reported: painful menstrual cycles, painful intercourse, pelvic pain, hair loss, brain fog, lower back pain, frequent vaginal infections, and heavy bleeding. The essure was removed on (B)(6) 2016. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.